Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
During a permanent implant procedure, high impedance was found. The leads were disconnected and reconnected to the ipg twice. The doctor connected the leads to another ipg and no impedance issues were found. The replacement ipg was implanted successfully. The pt received coverage post-op.